Event description:
It was reported that pump displayed malfunction alert with code that required assistance, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it, loaded cartridge, and resumed insulin delivery, and was advised to continue using pump and call back if malfunction alert occurred again, which customer acknowledged and understood.